Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. There was no motor error alarm and the motor passed the motor test. The insulin pump passed the idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The device was unable to perform the occlusion test and no delivery test due to prime anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose reading was 122 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.